Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot.

Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a pt reported blurry vision.